Event description:
Customer reported a mark appears at bottom right corner of right monitor that looks like a no parking sign. Md mechanism does not work. No patient injury was reported.

Manufacturer narrative:
A ge representative has not evaluated the system. Customer did not return inquiries from fse.